Manufacturer narrative:
Date sent to the FDA: 09/04/2019.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, weight, bmi at the time of index procedure, other relevant patient history/concomitant medications? Lot 1352195 corresponds to another product code, not tvtrl/tvt exact. Please clarify a product code or lot number? Is the secretion/infection in connection with spotting resolved? What was the medical intervention performed for infection/secretion? Results? Were cultures performed? Results? What is physician¿s opinion as to the etiology of or contributing factors to these events? Was any deficiency or anomaly of the mesh observed? If yes, please describe it. What is the patient's current status after partial mesh removal? Is the reported ¿postmenopausal bleeding¿ related to the mesh? Please describe.

Event description:
It was reported that the patient underwent a gynecological procedure in 2006 and the mesh was implanted for stress incontinence. On (B)(6) 2018 the patient was referred to the hospital due to postmenopausal bleeding, and mesh erosion was found in vagina. The patient referred for medical or surgical treatment of mesh erosion. Currently, the patient has observed a little secretion/infection in connection with spotting. Also, the patient is very happy with the effect of the mesh and moreover, in good health. A piece of the mesh has been removed on (B)(6) 2019 and the doctor found the mesh erosion under the urethra and slightly out to the sides. Additional information has been requested.

Manufacturer narrative:
(B)(4) the review of the batch manufacturing records was conducted, and the batch met all finished goods release criteria.